Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint regarding the needle button released event. Device #052139-a and 052139-b were received, and the needle mechanism functions were tested and verified to hove operated as intended. The complaint could not be confirmed for these devices. Device #052139-c was received with no compression spring; due to the missing component, the reported complaint could not be evaluated. The complaint about this device could not be confirmed.

Event description:
A patient reported that the needle button of their v-go device popped out. The patient stated that after the needle button popped out, they were able to push it back in and it seemed to stay at first but then it kept releasing. The patient confirmed that they press on the raised circular pump of the needle button during initial insertion. It was reported that the device is available for return to the manufacturer for evaluation.